Manufacturer narrative:
Continuation of d10: product ID: 97745bp, lot# serial# (B)(6). Product type accessory product ID: 97745. Product type: programmer, patient product ID: 97745, lot# serial# (B)(6). Product type: programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745bp, lot# serial#(B)(6). Product ID: 97745, lot# serial# (B)(6), UDI#: (B)(4). H3: analysis of the 97745bp controller battery pack (B)(6)) revealed a cracked scratched/worn front case. H3: analysis of the 97745 controller ((B)(6)) revealed the complaint unverified, battery charged when placed in known good 97745. And was read by battery pack reader and met specification requirements. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was caller stated that on saturday they were charging their implant and someone knocked on the door, so they quickly stood up and the controller dropped on the ground pretty hard. Caller stated that it was giving them a message that said battery empty, recharge the implanted device soon, but it wouldn't let them charge. Caller added that now the controller is blank and won't come on. Caller noted that they had turned their stimulation up and normally they lower it at nighttime, but they haven't been able to so it bothers them when they lay down. Caller noted they typically go 5-7 days between recharging the implant. Agent had caller remove the controller battery. Caller connected the controller to ac power and saw "memory problem." Agent walked caller through setting date and time. Caller finished set up and saw "no device found." Agent had patient examine equipment for damage; caller noted no visible damage to controller or battery pack. Caller inserted battery pack and saw "recharging not available, insert battery pack."caller removed and re-seated the battery pack and saw the same message. Agent had caller try inserting aa batteries. Caller was still seeing "no device found" on the controller. The issue was not resolved. An email was sent to the repair department to replace the controller and battery pack. Caller noted they recently got out of the hospital where they were being treated for a urinary tract infection and sepsis. Pt called back from number in phone 2 saying they got the replacement controller, but still couldn't get controller to work. Pt tried unlocking controller without anything plugged in, but pt said the controller didn't respond (green lines didn't appear next to the lock and screen wouldn't change) and the date time were wrong. Pt reset controller and tried to unlock again, but still nothing happened. Pt plugged controller into ac power and reported green light started blinking and pt was then able to unlock controller but saw no device found. Pt plugged in rtm and hit recharge on no device found and after repositioning rtm, was able to start charging on excellent (controller 40%, ins red). Pss reviewed to continue charging and once pt was done charging, they could change date/time in the menu. Additional information was received from a patient (pt). It was reported that they had a problem with the controller so they were sent a replacement controller and they had sent back the old controller, however now the replacement controller wouldn't let them turn the therapy up or down as no device found would display. Pss reviewed screen meaning with the pt. Pt stated that they had just charged the ins this morning to 100%. Pss had the pt attempt communication with the ins using the controller and recharger; pt saw the batteries screen with the controller at 70% and the ins at 100%. Poor recharge quality then appeared; pt was able to reposition the recharger and get back to the normal recharging screen again. Pss had the pt disconnect the recharger from the controller; pt stated that they were able to then increase stimulation. Pt noted that it had been a couple days since they had been able to adjust therapy. Pt stated that normally they set the therapy to 5.2 in the morning and then they would adjust the therapy during the day and then they would turn the therapy down very low at night. Pss had the pt lock the controller and then unlock the controller; communication was successful with the ins. Troubleshooting resolved the reported issue. The pt then called back and reported that when they go to adjust their controller they got the message no device found even though their ins was recharged. Pt said this was a new controller and this was the second time they had to call in the last couple days about this. Pt noted their intensity was turned high, yesterday they could turn it up but last night it would not allow them to do so. During the call, the pt plugged in the recharger (rtm) into the controller and the pt was recharging good then poor and the ins was at 90% battery. Pt then adjusted their group a program 1 from 5 to 2. A replacement controller was sent out.